Manufacturer narrative:
(B)(4). Date sent: 7/22/2020. Additional information was requested and the following was obtained: ¿ is the white tissue pad completely missing from the clamp arm of the device? No only some pieces of the tissue pad. ¿ please confirm, what was the issue with the 6 returned devices? After 2 min in action the tissue pad fell from the device. After that they removed the device from patient body. ¿ were 6 devices used in the same procedure? If not, please create a product complaint for each device. No only 2 devices where used. After the first device, the second device had no further problems. We only returned six devices for internal investigations. ¿ how many devices will be returning? 6 but only one with broken tissue pad. ¿ did the patient experience any adverse consequences due to this issue? No.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2020. H10: corrected data = h6, h10. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm. The blade tip showed no signs of damage and was not broken off as reported. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Investigation summary: the device received was returned sealed in its original packaging, with the tissue pad with no apparent damage and properly attached to the clamp arm. The blade tip showed no signs of damage and was not broken off as reported. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: r9414t. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the white tissue pad completely missing from the clamp arm of the device? Did the patient experience any adverse consequences due to this issue?

Event description:
It was reported that during a laparoscopic vaginal hysterect, after two seconds of use, the white tissue pad fell from device. It looked like it had burnt down and part of the blade was also broken. Surgery was delayed three minutes, but was successfully completed. No fragments were generated and there were no patient consequences reported. No additional information is available at this time.